Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the implanted lead had perforated the patient's right ventricle and required repositioning. During the lead repositioning procedure, the device was removed from the pocket. A visual inspection of the patient's system revealed a cut on the proximal end of the lead body (closest to the header). The physician was not able to determine if the cut was there at implant or if it was a result of the lead repositioning procedure. The lead was explanted and replaced. No further patient complications were reported as a result of this event.